Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process, ensuring that the malfunction code did not recur afterward. The customer was informed they could continue using the pump and advised to call back if any malfunction codes reappeared, to which they acknowledged and agreed.